Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the equipment department with a report of, "no noise with alarm." No specific pt info, pump programming, or event details were available. The customer contact indicated the pt reported a visual display during an alarm condition; however, no audible tone was noted. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.